Event description:
Info received indicates the left siderail is missing two top rail ratchet rivets, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the rivets to repair the stretcher.